Event description:
Patient was revised to a restoration conical hip due to lag screw cut out.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lag screw. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Investigation summary: evaluation revealed the lag screw to be the primary product. Nail kit as well as distal locking screw are assessed to be concomitant products. A review of the DHR could not be carried out due to missing information. An investigation was not possible as the device was not returned. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. In this case it could only be referred to available information. With available information the exact cause of the event could not be determined. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause.

Event description:
Patient was revised to a restoration conical hip due to lag screw cut out.